Event description:
The customer called for help with his contour meter. He alleged that the performed control tests and received a result of 300 mg/dl. The normal control range could not be provided, but should be around 105-145 mg/dl. No adverse events were alleged. The customer disposed of the test strips that gave the high result, so no product will be returned.